Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00168. The pt received her scs system on (B)(6) 2010 including two percutaneous leads for unilateral leg pain. It was reported that the pt believed she had a lead fracture. An x-ray of her scs system was taken; however, no visible anomalies were observed. It was reported that the pt is receiving stimulation to the intended coverage area via one of her leads, but the second device is allegedly not providing therapy due to impedance issues. At this time, there are no plans for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.